Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports that in 2008, the patient was implanted with the complained product. One month later, there were liquid flowing out of the catheter. It was thought that could be due to suturing in the skin, so stopped pd exchange half of a month. However, no improvement after half of a month. The doctor doubted if catheter was placed in the right plant, then replaced one catheter for the patient. A female patient was involved. Medical intervention and reintubation were needed. Product was tested prior to use. Type of procedure: pd implanting operation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the investigation will be forwarded.